Event description:
In (B)(6) 2023 a patient with a c6/7 cervical fusion w/anterior fixation plate as well as a cervical total disc replacement (ctdr) from another manufacturer at c3-4, underwent a dual ctdr placement at c4-5 and c5-6 without a reported issue. In (B)(6) 2024 the patient complained of neck pain and radiographs identified subsidence and cystic endplate changes at c5-6 and a revision was completed by another surgeon at another facility where both ctrd's were removed and converted to anterior cervical discectomy fusion.

Manufacturer narrative:
No product was returned for evaluation as no device malfunction was reported and the device is still in-situ however, the radiographic image provided confirmed the event. Patients bone quality is unknown. No lab culture results provided. It is unknown if the patient followed postoperative physical restrictions or sufferer a fall. Review of the provided radiograph identified reconstruction at c3-c1. The two-level simplify cervical total disc replacement's (ctdr) at c4-c5 and c5-c6, with a ctdr at c3-c4 and an acdf at c6-c7 and identified as an off label usage. The simplified discs appear to be in good position however the c5-c6 ctdr has subsided into the c5 and c6 vertebral body's with observed pockets of radiolucency indicating poor bone quality and possible osteolysis. Additionally prevertebral soft tissue is thickened from c5 to t1. Although no definitive root cause could be determined the reported event appears to be the result of patient related factors and off label usage of the device. No additional investigation can be completed at this time, should more information become available a follow up report will be considered. No material of lot code information was provided so no manufacturing review could be completed. Labeling review: "indications: simplify® cervical artificial disc is indicated for use in skeletally mature patients for reconstruction of the disc at one or two contiguous levels from c3-c7 following discectomy for intractable radiculopathy (arm pain and/or a neurological deficit) with or without neck pain, or myelopathy due to abnormality localized to the disc space and manifested by at least one of the following conditions confirmed by radiographic imaging (e.g., x-rays, computed tomography (CT), magnetic resonance imaging (MRI)): herniated nucleus pulposus, spondylosis (defined by the presence of osteophytes), and/or visible loss of disc height as compared to adjacent levels. Patients receiving simplify® cervical artificial disc should have failed at least six weeks of non-operative treatment or demonstrated progressive signs or symptoms despite non-operative treatment prior to implantation. Simplify® cervical artificial disc is implanted via an open anterior approach." "Contraindications simplify® cervical artificial disc should not be implanted in patients with the following conditions: an active systemic infection or an infection at the operative site. Osteoporosis or osteopenia defined as dexa bone mineral density t-score less than -1.5. Known allergy to the implant materials (peek, ceramic, titanium)¿bridging osteophytes..." "Warnings simplify® cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify® cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify® cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications. Correct selection of the appropriate implant size and correct placement of simplify® cervical artificial disc are essential to ensure proper performance and functioning of the device. Information regarding implant size selection and correct implant placement is provided in the simplify® cervical artificial disc surgical technique guide..." "...there is a risk of heterotopic ossification associated with artificial cervical discs which could lead to reduced cervical motion or fusion at either the treated level(s) or adjacent levels." "Preoperative in order to minimize the risk of atraumatic periprosthetic vertebral fractures, surgeons must consider all co-morbidities, past and present medications, previous treatments, etc. Upon reviewing all relevant information, the surgeon must determine whether a bone density (dexa) scan is prudent. If dexa is performed, the patient should not receive the device if the dexa bone mineral density t-score is <-1.5, as the patient may be osteoporotic or osteopenic. Patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema. The patient should be informed of the potential adverse effects (risks/complications) contained in this insert(see safety results / aes). Information on the proper implant site preparation, implant size selection, and the use of surgical instrumentation for the simplify® cervical artificial disc is provided in the surgical technique guide and should be reviewed prior to surgery. Preoperative planning may be used to estimate the required implant size and to assure that the appropriate range of sizes is available for surgery. Correct selection of the appropriate implant sizes is extremely important to assure the placement and function of the disc. The procedure should not take place if the appropriate range of sizes are not available." "Intraoperative...excessive removal of endplate cortical bone may result in sub-optimal outcomes..." "Postoperative: patients should be instructed in postoperative care procedures and should be advised of the importance of adhering to these procedures for successful treatment with the device. Heavy lifting (greater than 20lbs) should be avoided for 6 weeks, and impact sports should be avoided for 3 months." "Potential adverse effects of device on health below is a list of the potential adverse effects (e.g., complications) identified from the simplify® cervical artificial disc clinical study results, approved device labeling for other cervical total disc replacement devices, and published scientific literature including: (1) those associated with any general surgical procedure; (2) those associated with anterior cervical spine surgery; and (3) those associated with a cervical artificial disc device, including the simplify® cervical artificial disc. In addition to the risks listed below, there is also the risk that surgery may not be effective in relieving symptoms or may cause worsening of symptoms. Additional surgery may be required to correct some of the adverse effects." "General surgery risks general surgical risks are, but may not be limited to: infection/abscess/cyst, localized or systemic.." "Anterior cervical surgery risks anterior cervical surgical risks are, but may not be limited to: infection/abscess/cyst, localized or systemic..." "Cervical artificial disc risks risks specific to cervical artificial discs, including the simplify® cervical artificial disc, are but may not be limited to: infection/abscess/cyst, localized or systemic, allergic reaction to the implant materials...device migration, device subsidence, improper device sizing, wear debris...additional surgery due to loss of fixation, infection or injury, spontaneous fusion due to heterotopic ossification, development of bridging bone or osteophytes, periarticular calcification and fusion, development of spinal conditions...removal, revision, reoperation or supplemental fixation of the disc, osteolysis, bone loss, or bone resorption..." "Note: additional surgery may be necessary to correct some of the adverse effects. During the procedure, if the simplify® cervical artificial disc cannot be visualized, a contrast media may be used. Following completion of the procedure, patients should receive a postoperative treatment care protocol. Patients will be permitted to ambulate on the day of surgery, as tolerated, and, at the discretion of the surgeon, may wear a collar to support the neck (philadelphia, aspen, miami j, 2 poster-orthosis, etc.) Until the soft tissues of the neck have healed." 32226-e-2023-03.